Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had received no delivery. The customer¿s blood glucose level was 599 mg/dl. The customer declined all trouble shooting and was successful treating with a bolus. The customer states well on hold changed the infusion set and then gave another bolus and the issue was resolved. The customer declined troubleshoot for high blood glucose and no delivery. The insulin pump will not be returned for analysis.